Event description:
Radiology technician reported r1546 steri-strip adhesive closures were applied to incision following MRI guided breast biopsy on (B)(6) 2015. Pt reported skin redness and itching and was advised to remove the steri-strips. Radiologist stated the pt was seen (B)(6) /2015 for allergic reaction and potential infection. Radiologist requested product ingredients. Radiologist reported pt had skin redness/irritation and stated no other signs of infection present (increased temp, discharge from incision). Reported pt was treated with oral antibiotics. No additional info available.

Manufacturer narrative:
Device not provided to MFR for eval. Complaint type is being monitored and analyzed.